Event description:
Customer reported experiencing air bubbles in the canister. There was no reported adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.